Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. The ds was removed from the patient's anatomy. During the closure of perclose device, the femoral artery was reported to be damaged and fully blocked downstream of the access point with bleeding. A surgical intervention was performed to resolve the event. The patient was in a recovering condition and scheduled for discharge.